Event description:
Durng a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician was attempting to deploy a taxus express2 drug eluting stent in a calcified proximal lad lesion that had been pre dilated. The stent/delivery device was advanced across the lesion and the stent was deployed at 12 atms. Good expansion of the stent was noted, but the physician was unable to remove the balloon. He was finally able to remove the stent/delivery device and guide wire as a unit with some difficulty. The pt is reported to be "stable". No pt injuries or complications were noted.